Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through heartrhythm case reports identifying a dual-chamber assurity MRI that may be related to a high ventricular rate episode occurring seven months post implantation that upon review, pseudo-pseudo fusion, functional undersensing, and av nodal re-entry tachycardia (avnrt). In addition, an egm anomaly was observed. No resolution was documented. Further details were not listed. Details are listed in the article titled "a novel phenomenon in electrogram analysis: portable document format (pdf) printer blanking. Heart rhythm case reports, vol 11, no 1, january 2025. Https://doi.org/10.1016/j.hrcr.2024.11.015.¿ additional information was requested, but is not yet available.

Event description:
Additional information received indicated the event occurred during an in-clinic follow-up and the egm anomaly was suspected to not be due to the device.